Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that falsely elevated architect stat troponin-I assay results were generated for one patient on two architect i2000sr analyzers. A (B)(6) male patient, who had suffered a myocardial infarction six weeks earlier and had a stent implanted, presented to his general practitioner with atypical chest pains. The architect stat troponin-I assay generated an elevated result of 0.392 ng/ml that retested at 0.392 ng/ml on instrument serial number (B)(4) (customer cut off is 0.04 ng/ml). The sample was tested on a second architect platform in the lab (serial number (B)(4)) and generated elevated results with the architect stat troponin-I assay of 0.370 and 0.325 ng/ml. The patient was hospitalized for observation. The troponin-t result (non-abbott) for this patient was 177 ng/l (customer cut off is 100 ng/l). The cardiologist subsequently discharged the patient citing that nothing acute had occurred. There is no further impact to patient care reported.

Manufacturer narrative:
Additional patient information was provided by the customer on 18 may 2014: on (B)(6) 2014, additional blood was drawn from the patient. The architect stat troponin-I assay generated a result of 0.70 ng/ml (cut-off used by the customer is 0.04 ng/ml). The sample was also tested by the architect high sensitive stat troponin-I assay and generated a result of 0.0 ng/ml. In (B)(6) 2014, the patient was hospitalized and serial troponin-t measurements were taken (no results provided) with the patient remaining stable during his hospital stay and was discharged. Subsequently at a later date (not provided by the customer) the customer was evaluated with troponin-t testing and all results were normal (no results provided by the customer). On (B)(6) 2014, the customer was admitted back into the hospital for further evaluation, the results of which have not been provided by the customer. There is no further impact to patient management reported. Product evaluation: accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discreet sample. No additional issues were identified.